Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) prematurely. Additionally, the patient reported that the device's warning tones were not emitted when eri was reached. The ICD was removed and returned to guidant for analysis.